Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports "a lot of bumps, lumps in breast¿ and ¿shortness of breath¿. Additionally the patient reports pain and capsular contracture, baker grade unspecified. The side is unknown. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
This record is for the right side. The device has been explanted. Additionally, healthcare professional reports minimal silicone leakage.